Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and they felt "odd". It was noted that the right ventricular (rv) lead had high thresholds and had dislodged, migrating through the heart tissue. The heart tissue formed around the lead, closing the hole. The rv lead was extracted and replaced. No further patient complications have been reported as a result of this event.